Manufacturer narrative:
It was reported that the products will not be returned for analysis. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this newly implanted cardiac resynchronization therapy defibrillator (crt-d), experienced asystole approximately three hours post implant with the chronic right ventricular (rv) and left ventricular (lv) leads. The rv and lv leads were both programmed to high outputs above 4 volts. The outputs were then increased to 7.5 volts at 2 milliseconds for both leads. A revision procedure was performed and the device system was explanted and replaced. No additional adverse patient effects were reported.